Event description:
The customer observed a false positive architect total ¿-hcg result for a patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, >/= 25.00 miu/ml is positive, > 5.00 miu/ml to < 25.00 miu/ml = grayzone): (B)(6) 2024 sample ID (B)(6) initial result = 947.46 miu/ml, repeat = 18.38 miu/ml, 19.73 miu/ml same patient new sample obtained (B)(6) 2024 sample ID (B)(6) initial result = 28.58 miu/ml, repeat = 20.54 miu/ml, 20.51 miu/ml the customer was expecting a negative result. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identification: (B)(6). All available patient information was included. Additional patient details are not available.  The field service representative (fsr) inspected the instrument, found build up on the process path and performed multiple troubleshooting procedures including part replacement. The valve, manifold kit, valve, bypass, 2 way, assy, pipettor, complete with lls cable plug, and valve, manifold kit were replaced because they were worn, and the syringe assy was replaced because it was leaking. Replacement of the parts resolved the issue as an instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit, valve, bypass, 2 way, syringe assy, assy, pipettor, complete with lls cable plug, or the valve, manifold kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. The product monitoring review for alinity I/architect ia was reviewed and did not identify any similar issues related to the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6), serial number (B)(6), or valve, manifold kit, valve, bypass, 2 way, syringe assy, assy, pipettor, complete with lls cable plug, or the valve, manifold kit was identified.